Event description:
An eye care professional reported that a male pt had worn a focus night & day lens for 10 days of continuous wear and has "fungus all along the lens". The pt prevented 2 days after onset of foreign body seansation with mild pain symptoms. A para-centrally located ulcer with 1 (1mm) infiltrate was diagnosed in the left eye (os). Pre-event acuity is unk. Lens care product reported as b&l renu. Prescrived zymar every 4 hrs. Event resolved with good prognosis. Visual acuity reported as 20/25, os.